Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital and (B)(4) for patient (B)(6)).

Event description:
Tip of guide pin broke off in the right glenoid during total shoulder replacement. Per surgeon, it did not need to be removed.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital (B)(6) (B)(4) for patient (B)(6)).